Manufacturer narrative:
E1: patient city:(B)(6). Patient country:united states. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where needle broke into patient's skin during insertion. The site was patient's abdomen and issue occurred on day one. The patient had small amount of blood at site and blood glucose level of 220 mg/dl. Therefore, the patient was hospitalized on (B)(6) 2025 at 19:00 hours for less than twenty-four hours. No further information available.